Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that she was getting delayed responses with the button (tactile changes/nonresponsive) on the keypad of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.